Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female,pain pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novaessure ablation during insertion". Medical conditions: current weight: 260 lbs. Previously administered products included for birth control: mirena. Concurrent conditions included sclerosis multiple, breast cancer, fibroids and overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced back pain ("back pain,lower back/ painful lower left back pain/lower left back debilitating pain"), 3 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced menopause ("hormonal changes ¿ going through menopause due to ovary removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), urinary tract disorder ("bladder/urinary problems: urinary problems"), migraine ("migraine"), headache ("headaches."), pelvic mass ("pelvic mass") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingooophorectomy, hysterectomy(partial) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved and the menorrhagia, vaginal haemorrhage, urinary tract disorder, fatigue, alopecia, migraine, weight increased, headache, pelvic mass, endometriosis and menopause outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, endometriosis, fatigue, headache, menopause, menorrhagia, migraine, pelvic mass, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Current weight: 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Cytology - on (B)(6) 2016: pelvic washings: present material negative for malignancy. Hysterosalpingogram - on (B)(6) 2012: successful placement essure devices. Result of confirmation test : bilateral occlusion; on (B)(6) 2012: essure in proper position. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- new event hormonal changes ¿ going through menopause due to ovary removal were added, new reporters,medical history, historical drug were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female,pain pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sclerosis multiple, breast cancer and fibroids. On (B)(6)2011, the patient had essure inserted. On (B)(6)2015, the patient experienced back pain ("back pain,lower back"), 4 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches."), pelvic mass ("pelvic mass") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingooopherectomy, hysterectomy(partial) and ablation). Essure was removed on 16-mar-2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved and the menorrhagia, vaginal haemorrhage, urinary tract disorder, fatigue, alopecia, migraine, weight increased, headache, pelvic mass and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic mass, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011, (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6)2016: pelvic washings: present material negative for malignancy. Hysterosalpingogram - on (B)(6)2012: successful placement essure devices.. Imaging procedure - on (B)(6)2012: result of confirmation test : bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : fu 4 and 5 processed together. Following events were added :novasure ablation, abnormal vaginal bleeding, pelvic mass, endometriosis. Cocncomitant conditions and reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder / urinary problems: urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved and the menorrhagia, urinary tract disorder, fatigue, alopecia, migraine, weight increased and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was updated and new events: pelvic / abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), urinary problems, fatigue, hair loss, migraine, weight gain, headaches were added. Case becomes valid. Removal details added. New reporters and plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.